Manufacturer narrative:
(B)(6)

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2026 targeting the sciatic nerve. After using the system for approximately 1 month the patient requested a clinic visit to address challenges with placement of the external components. During the visit, on (B)(6) 2026, the nalu representative learned that the patient had a wound at the implant incision site. The implanting physician assessed the site and determined that the implant incision site had dehisced and was infected. A full system explant was performed on (B)(6) 2026 due to infection.